Manufacturer narrative:
Continuation of d10: product ID 9735670 (B)(6) product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in a spine procedure. It was reported that the site had issues with the touchscreen during a case. The site reported that the on screen keyboard would not pup up when they clicked into a field where they could type and that the instruments would change themselves without user input. They had a drive as the tool on a navlock and it switched to an awl without the user switching them. The representative did not know if the keyboard setting was toggled off or if the crack on their monitor had grown. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
H2) additional information was received: patient information and additional information to event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was an extreme lateral interbody fusion (xlif). There was no reported delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3: logs were received and software analysis was completed. There were no errors/warnings/failures related to the touch screen that were logged. From the application logs it was seen that there were multiple touch events that were captured "twofingertoucharea::onpressed()". Also, from the session on the reported date there was a solero and a nlprobethoracic which were the tips used with the tracker. Logs did not capture any issue with the on screen keyboard. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.